Manufacturer narrative:
(Choking, coughing), the unknown rx xience mentioned is being reported under the same manufacturer report number.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 3.0 x 28 mm xience v stent was deployed in the proximal circumflex (cx). There was no patient or product issued noted at the time of the procedure. This patient had also previously had an unknown xience stent deployed in the mid left anterior descending (lad) artery. In 2009, reportedly, the patient experienced cardiac arrest. While eating a banana early in the morning, the patient began choking, coughing and vomiting. The patient collapsed and an ambulance was called. ECG was performed the same day, and it indicated that patient had a non st-elevation mi/non q-wave myocardial infarction (mi). The patient was pulseless, apneic and intubation was performed and medication was given. However, the patient died the following day (date of hospital discharge). No additional event or patient information is available.